Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy pacemaker (crt-p) system stored atrial tachy response (atr) episodes. Upon review, ts observed that there was a lead safety switch (lss) triggered due to an abrupt measurement of high out of range pacing impedances on the right atrial (ra) lead. Further review of the atr episodes showed myopotential over-sensing noise on the ra lead while in unipolar configurations. Ts noted that the noise duration was greater than two seconds, however patient intrinsic pacing was not inhibited. Ts suspected cause to be due to spring contact issues and discussed programming options with the hcp. At this time, the crt-p and this ra lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).